Event description:
It was reported the ultrasound broncho fiber videoscope exhibited a foreign object in the working channel. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customers¿ allegation was confirmed. Based on the results of the investigation, it is most likely that the reported malfunction was due to clogging of the channel mount unit as foreign objects came out of the distal end. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.